Event description:
It was reported that the pump triggered an altitude alarm, as a result, the customer's blood glucose level displayed "high," reaching 497 mg/dl. The customer managed the high blood glucose by administering a correction injection using manual daily injections (mdi). Technical support arranged for the pump to be replaced and instructed the customer on returning the faulty device. The customer was provided with guidance on storage mode instructions and confirmed the arrangement for receiving the replacement pump. Customer reverted to an alternative method of insulin therapy.